Event description:
It was reported that the device was explanted after an implant duration of approximately 104 months. It was learned through follow up with the health care provider that the device was explanted due to aortic stenosis.

Manufacturer narrative:
Device not returned.